Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tpo100b, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1156872 rev c (jan-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Dealer stated "it immediately started alarming with an error that said stuck button. It also immediately started emitting a horrible burning smell again. We had to open our back door. I have to remove the battery to get it to stop. As far as I know from (B)(6), a patient brought the machine in very upset. They said they plugged it into their car lighter and it started alarming and made a horrible burning smell. They were concerned it was going to catch on fire and they couldn't turn it off. They brought it to (B)(6) and she said it smelled so bad they had to put it outside. She said that they had to remove the battery to get it to turn off and it took days for the burning smell to go away."